Event description:
It was reported that implantable cardiac monitor (icm) noted oversensing and undersensing in device data. Programming changes to the device sensitivity were made and the device remains in use. No patient complications were made as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.